Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 423 mg/dl. The customer stated that she ate pasta and declined to troubleshoot. The customer also reported a meter bg now alert. The customer was advised to reach out to a doctor to discuss their settings. The insulin pump was not replaced or returned for analysis.